Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review and completion of the plant's investigation. Medical records summary of findings: based on the medical records info and a review of the documentation in the fresenius pilgrim system, the clinic rn reported that the patient was found expired. The certificate of death reported patient's date of death on "(B)(6) 2014" at "10:30 a.m." The immediate cause and final disease or condition resulting in death was renal failure. An autopsy was not performed. It is unk as to whether fresenius products contributed to the cause of death due to patient medical history, co-morbidities, concomitant medications, abnormal lab values, and the report that the products the patient was using as the time of death were not retained. In addition, the pdrn stated that the pt had cardiac issues ( and she was not sure if event is cycler related). The record of the patient's vitals on the day of death was not provided.

Event description:
It was reported by the clinic that the patient was found expired during his peritoneal dialysis treatment. Also reported was that the patient had cardiac disease.